Event description:
It was reported that (1) device was used during a cardiac procedure. It was reported by the affiliate that the msm20 instrument was difficult to close and fire the clips during the procedure. Another instrument was used to complete the case. There was no consequence to the patient.